Event description:
No additional information was provided.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that pr# (B)(6) is a pump complaint, and a disposable complaint is not needed. This MDR will be voided.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had flow issues. The following information was provided by the initial reporter: tech is reporting patient incident took place per nurse reporting second infuse was setup to infuse within 60mins. And nurse notice it was complete within 30mins. Was patient harm no.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that the complaint was already submitted under the pump and there is no need for a set MDR or complaint. Submission (B)(4). This MDR will be voided.

Event description:
No additional information was provided.